Manufacturer narrative:
As reported, the user tried to inflate the 5x60mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter, however it ruptured. The saber rx pta was replaced with a new balloon catheter and the procedure was completed. There were no reported patient injuries. The lesion was the superficial femoral artery. The lesion was severely calcified. The vessel was moderately tortuous. There was ninety percent stenosis. The device was not used for chronic total occlusion (cto) the device was stored, handled and prepped per the instructions for use (IFU). The device prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the balloon protective cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally. Some pressure was applied to the balloon, but it could not inflate and rupture was confirmed during its inflation. The balloon catheter was removed easily and intact. The device was not returned for analysis. A device history record (DHR) review of lot 17616458 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified with moderate tortuosity and 90% stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the user tried to inflate the saber rx pta , however it ruptured. There were no reported patient injuries. The saber rx pta was replaced with a new balloon catheter and the procedure was completed. The lesion was the superficial femoral artery. The lesion was severely calcified. The vessel was moderately tortuous. There was ninety percent stenosis. The device was not used for chronic total occlusion (cto) the device was stored, handled and prepped per the instructions for use (IFU). The device prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the balloon protective cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally. Some pressure was applied to the balloon, but it could not inflate and rupture was confirmed during its inflation. The balloon catheter was removed easily and intact. The device was discarded by the hospital.